Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was plugged into the charger, pump went black and an unspecified malfunction alarm occurred. Customer reported that the malfunction alarm was cleared, and insulin delivery was able to be resumed. Customer¿s blood glucose level was 138 mg/dl.